Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and motor test. No prime/fill anomaly or motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent button response due to flattened esc button and act button dome switch. Keypad connector was fully locked. Insulin pump had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump kept backing itself off and then started to go forward. The insulin pump pushed insulin out on its own. It went back down and hit the bottom but it was still spinning trying to go down. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.